Event description:
The rptr stated that she had gotten the er1 message with the pt's meter, retested and had a result of about 120 mg/dl. She reported that she does run controls occasionally and they come within range, but she did not remember specifics.